Event description:
Report received from united states indicated the device was not working. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent. (B)(4).